Event description:
Related manufacturer reference number:(B)(4). It was reported that the right atrial lead and the right ventricular lead exhibited high capture thresholds and amplitude variation. Programming changes were performed. The patient was in stable condition.